Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alleged to cause a battery operation may not be available. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2020-04076. All information can be found under that manufacturer report number 1314492-2020-04076. Should additional relevant information become available, a supplemental report will be submitted.